Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had developed an allergic reaction post implant procedure. It was noted that the patient exhibited hives and fever. The patient was advised to take benadryl but it did not work. The patient was administered an allergy kit.